Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for unknown indications for spinal pain. It was reported that the patient was pending replacement and their pain was unbearable. It was noted that it felt as if someone ripped their spine out. Additional information received from the consumer indicated that the patient had been admitted to the hospital and was getting headaches, experiencing nausea, severe back pain and not feeling good. They were requesting the pump be interrogated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.